Event description:
On (B) (6) 2010, the lay user/patient in (B) (6) contacted lifescan (lfs) to report the one touch ultra easy meter was giving the error 1 error message. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 at 3:15 pm, the patient obtained the error 1 error message on the reported meter; she did not obtain a blood glucose reading. The patient took no actions due to this meter issue. On (B) (6) 2010 at 12:00 am the patient awoke, experiencing the symptoms of sweating, shaking, 'craving sugar', weakness and dizziness. The patient immediately administered self-treatment with orange juice and biscuits and felt better afterwards; she did not seek any medical attention. The patient manages her diabetes with levemir insulin and novorapid insulin on a sliding scale. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after not being able to test her blood glucose levels due to the meter issue, and received treatment with food to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.